Event description:
During the device evaluation, the gastrointestinal videoscope did not display an image, and only had a black screen. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the reported malfunction was due to deformation of contact pins. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.